Event description:
It was reported that during a da vinci-assisted surgical procedure, a monopolar curved scissor instrument was observed to have a broken conductor wire. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the broken/damaged cable was a silver grip cable. No fragment fell into the patient. There were no photos or videos for isi to review.

Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.